Manufacturer narrative:
(B)(4).

Event description:
New information reported stated that the patient had experienced shortness of breath and a decline in functional capacity. The left ventricular lead had dislodged and caused loss of capture and high thresholds. The lead was explanted and replaced.

Event description:
It was reported that the left ventricular lead exhibited a change in thresholds. The lead was explanted and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4).